Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-04-21. H.6. Investigation summary: bd received [1] sample for investigation. Evaluation of the returned sample indicated that the sleeve was side-pierced and did not retract. Additionally, [10] retention samples from bd inventory were taken and used to draw tubes, all sleeves recovered as expected. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the sample provided. Bd was not able to identify the exact root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "after the tube is pierced, the rubber protection system no longer protects the needle when the tube is removed. Blood continues to flow even after the tube is removed. Blood is therefore present on the wall of the socket and is deposited on the following tubes. In addition, blood remains on the top of the membrane of the collected tube, so blood is present when labelling and bagging."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "after the tube is pierced, the rubber protection system no longer protects the needle when the tube is removed. Blood continues to flow even after the tube is removed. Blood is therefore present on the wall of the socket and is deposited on the following tubes. In addition, blood remains on the top of the membrane of the collected tube, so blood is present when labelling and bagging."